Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are experiencing nausea, weakness and dizziness, shakes, lightheadedness, tachycardia and atrial fibrillation (af). The patient also states that the implantable pulse generator (ipg) "skips a beat", which has has resulted in the patient being "in emergency room (ER)". The patient has "recorded 40 beats per minute (bpm) instead of 60bpm" and states "there is something wrong" with the ipg, it "intermittently" goes "into an extra slow heart beat around 40(bpm)" and after a minute the ipg "kicks back in". The ipg was reprogrammed and remains in use. Post reprogramming the patient reported that the ipg had "2 or 3" incidences where the patients heart rate dropped to "40bpm"..."my neck and my head feel strange" and "my heart beat lasts from 30 to 60 seconds long and it never goes to 40 bpm". No further patient complications have been reported as a result of this event.